Event description:
It was reported that during iab therapy for low blood pressure the "fiberoptics system was out of range and not work". The iab catheter was inserted via femoral approach and subsequently removed in its entirety. No replacement catheter was inserted, and no subsequent attempt was made. The patient was reported deceased. A medical professional indicated that the device contributed to the patient's death, stating that "it had no medical support." While a death was reported, no causal relationship between the fos alarm and the fatal outcome can be established. The fos subsystem is not considered an essential function of the iabp/iab, as therapy can be continued by alternate means (arterial pressure monitoring via the central lumen or ECG triggering). No additional clinical information has been received despite multiple requests.

Manufacturer narrative:
Qn# (B)(4). In an abundance of caution, the event is being reported as a malfunction. The exact cause of death remains unknown and cannot be att ributed to the fos issue based on available information.

Event description:
It was reported that during iab therapy for low blood pressure the "fiberoptics system was out of range and not work". The iab catheter was inserted via femoral approach and subsequently removed in its entirety. No replacement catheter was inserted, and no subsequent attempt was made. The patient was reported deceased. A medical professional indicated that the device contributed to the patient's death, stating that "it had no medical support." While a death was reported, no causal relationship between the fos alarm and the fatal outcome can be established. The fos subsystem is not considered an essential function of the iabp/iab, as therapy can be continued by alternate means (arterial pressure monitoring via the central lumen or ECG triggering). No additional clinical information has been received despite multiple requests.

Manufacturer narrative:
(B)(4) in an abundance of caution, the event is being reported as a malfunction. The exact cause of death remains unknown and cannot be attributed to the fos issue based on available information. Additional information: complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on potential lot based on sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.